Event description:
The customer indicated that a pt had a urine sample tested with the icon 25 hcg test kit and the hcg result was negative (-). The customer indicated that the cat scan and an x-ray tests were performed; however, no information regarding the results was provided. The customer indicated that a physician requested a plasma quantitative test for hcg after the cat scan and the x-ray tests. - test was performed by another method, and the result was 222,200 mlu/ml. The customer repeated pt's urine test for hcg using the icon 25 hcg. - the result was negative (-). The customer diluted the urine sample with distilled water 1:10, tested again for hcg using the icon 25 hcg and the result was positive (+). There have been no reports of injury or change to patient treatment that can be attributed to this event. Other confirmatory testing was performed.